Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was extensively analyzed. The visual inspection revealed multiple signs of wear and a rubbed through insulation. This insulation damage can be considered as the root cause of the inappropriate shocks mentioned in the complaint description. Next, the lead fragment was further investigated. In contrast with the received photographs, none of the conductors was found outside the lead body. However, a broken insulation was noted besides the severely deformed svc shock coil. The position of the damage coincided with the location of the extrusion in the received photographs. Based on the characteristics, it is reasonable to assume that this damage was caused by strong pulling forces applied during the explantation procedure, which subsequently allowed the conductor to extrude. During the analysis, the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the lead was found dissected upon receipt, which occurred most likely during the explantation. The inspection revealed further explantation damages. In particular, the svc shock coil was severely deformed and the insulation was broken in this area. Further analysis revealed a rubbed through insulation, assumed to be the root cause of the inappropriate shocks mentioned in the complaint description. The analysis of the available fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 33 months, oversensing with inappropriate shocks was reported. No adverse patient side effects have been reported.